Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd received two photos for investigation. Both photos depict a cotton bud with some black particulate material. However, no bd tube is visible in the provided images. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - particles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.